Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had a blank display. The unit was triaged and the reported issue was confirmed. The root cause was isolated to the main printed circuit board that had severe corrosion due to liquid ingress. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to covidien that they had an issue with their enteral feeding pump. On (B)(6) 2017 the service technician found that the unit has blank display.